Event description:
It has been reported to philips that the system produced an error message of ¿geometry movements partly available¿. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions and event log review showed a problem with the table side operating module (tso) shock sensor being activated. The sensor was activated due to being dropped. The fse replaced the tso and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned cardiac arrhythmia treatment got delayed. The treatment could be completed by restarting the system. A philips field service engineer (fse) inspected the system onsite and identified that geometry table side operating module (tso) activated the shock sensor and angulation was activated without command. The issue occurred because of the tso geometry was damaged by a fall. Review of system log files showed that enmv was high during startup. The engineer replaced the geomodule and returned the system to use in good working order. The codes were updated based on the investigation outcome.